Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio advised the customer of the necessary fix for the device, but the customer declined repairs due to the costs associated. The device has been returned to the customer, unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently locking up and logging several event codes. There was no report of any patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4). Physio-control evaluated the device and verified the reported issue.  Physio advised the customer of the necessary fix for the device, but the customer declined repairs due to the costs associated.  The device has been returned to the customer, unrepaired. The cause of the reported issue could not be determined. The initial medwatch report should have indicated: (B)(4). Physio-control evaluated the device and was unable to verify the reported lockup issue but did observe event codes logged in the device memory.  Physio advised the customer of the recommended fix for the device, but the customer declined repairs due to the costs associated.  The device has been returned to the customer, unrepaired. The cause of the reported issue could not be determined.